Event description:
A medwatch report was rec'd from FDA, reporting a pt had an incarcerated ventral hernia repair with mesh in 2006, and, since that time, complained of chronic pain. An ultrasound noted a definite mass in this area. In 2008, the pt underwent a diagnostic laparoscopy where it was noted the ring portion of the mesh was broken and granulation tissue was noted around the area. At about two months later, surgeon reports the following info: she noted a nodule in the area where the pt had complaints of pain. During the diagnostic laparoscopy, the surgeon noted there was a piece of plastic sticking out from the nodule. The surgeon made a small cut-down incision and was able to grasp and pull out the plastic portion of the ring. Pt is now doing "fantastic" and is symptom free.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval, or add'l info becomes available.